Event description:
It was reported that the spinal cord stimulation (scs) trial patient experienced wound pain, bleeding and possible infection at the lead puncture site during the trial period. Therefore, the patient was hospitalized, the trial was ended earlier than scheduled and the leads were removed. The trial leads will not be returned as they were discarded by the medical facility. Additional information was provided that the patient did not receive any medication to treat their symptoms as the physician did not suspect an infection. The physician assessed that the bleeding was excessive and therefore, the scs trial leads were removed early.

Manufacturer narrative:
Additional information provided in block b5. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) trial patient experienced wound pain, bleeding and possible infection at the lead puncture site during the trial period. Therefore, the patient was hospitalized, the trial was ended earlier than scheduled and the leads were removed. The trial leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7076427.

Manufacturer narrative:
Device analysis performed on the returned lead sc-2408-74 serial (B)(6) revealed normal device characteristics during visual examination. A labeling review was conducted which determined that temporary pain, epidural hemorrhage, hematoma, and infection at the implant site are possible surgical procedural risks. Additionally, it is important that the patient use extreme care postoperatively to ensure appropriate healing, as documented in the instructions for use (IFU). Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(6); batch: 7076427.

Event description:
It was reported that the spinal cord stimulation (scs) trial patient experienced wound pain, bleeding and possible infection at the lead puncture site during the trial period. Therefore, the patient was hospitalized, the trial was ended earlier than scheduled and the leads were removed. The trial leads will not be returned as they were discarded by the medical facility. Additional information was provided that the patient did not receive any medication to treat their symptoms as the physician did not suspect an infection. The physician assessed that the bleeding was excessive and therefore, the scs trial leads were removed early.